Event description:
Ref MDR #1219856-2013-00103 for the first event involving the same pt. It was reported that while in the cardiac department the second intra-aortic balloon (iab) was prepped and the md inserted the sheath via the pt's right femoral artery. As the md was inserting the iab into the sheath, difficulty was met and the md could not advance the iab into the pt. The md removed the iab, sheath and spring wire guide. The md then requested a third iab for insertion. At this time the pt sustained a "big groin hematoma" on the right side. A third iab was prepped and the md inserted the third iab sheathless into the pt's left femoral artery. There was a 30 minute delay in intra-aortic balloon pump (iabp) therapy. Medical/surgical intervention was required and described as insertion on other side (left side af). After the iab was inserted x-rays were taken and described as okay normal. The outcome of the pt was that the pt died.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.